Manufacturer narrative:
The "patient identifier" and "date of event" has not been provided. The provider no longer has the unit (disposed of unit).

Event description:
Alleges unit caught on fire with the fire originating inside the controller.